Event description:
Caller reported false negative urine hcg results on one pt with the henry schein one step+ hcg urine strip test vs. Lab confirmation. A (B)(6) yr old female pt came to doctor's office to confirm two positive home pregnancy test results. The pt had three negative pregnancy tests in the office with the henry schein one step+ hcg urine strip test. The doctor sent the pt's blood to the lab for confirmation and it was positive (no value provided). No other pt info provided.

Manufacturer narrative:
Control lot: 25miu/ml hcg urine control, lot: hcg111009-02, 100miu/ml hcg urine control, lot: hcg120223-01, 207iu/ml hcg urine control, lot: hcg111020-01. Summary of results: the retention strips meet qc specification. Details as below: correct positive results were observed at 3 min read time when tested with 25miu/ml hcg urine control. (N=5). Correct positive results were observed at 3 min read time when tested with 100miu/ml hcg urine control. (N=5). Clearly positive results were observed at 3 min read time when tested with 207iu/ml hcg urine control. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain product. Results met qc specification. No false negative was observed. Mfg batch record review did not observe failure. Root cause could not be determined from the info provided by customer. This issue will be tracked and trended. No product deficiency established; no corrective action required at this time.